Event description:
The complainant reported that a sprinkler went off above the automated impella controller. Questionable amount of damage was done. No patient was involved.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was returned and no problems were found with the controller during testing.